Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unk date. The device "eroded in the patient's body and the patient underwent surgery to try to get it removed". Additional information has been requested.